Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: 1. Multiple buttons on the foot control may been pressed simultaneously. 2. There may have been an issue with another device used as part of the system. 3. The wand was used incorrectly such as having the electrode to close to the surgery site causing the wand to clog and cause the unit to alarm 4. Reusing a previously connected wand. 5. There could been a power surge to the controller triggering an error message. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a shoulder arthroscopy, the device shows an error message. The procedure was complete without a quantum device because there was no back up device available. No delay, patient injuries or other complications were reported.